Manufacturer narrative:
The blunt tip suction tube (mcen770b30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the suction tube found that the stem was broken at the base of the handle at the weld. Root cause analysis: it was determined that an error in the handling of the instrument by the customer; an excessive force was applied leading to stem breakage.

Event description:
This report is 3 of 10 and is related to mfg report numbers: 3003249645-2024-00029, 3003249645-2024-00028, 3003249645-2024-00030, 3003249645-2024-00032, 3003249645-2024-00033, 3003249645-2024-00034, 3003249645-2024-00035, 3003249645-2024-00036, 3003249645-2024-00037. It was reported that the welding between the handle and the stem of the blunt tip suction tube (mcen770b30) broke. The surgeon had to use another product. This reportedly led to a loss of time. No patient impact was reported.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. It was reported that the number of uses for this instrument is unknown and cannot be estimated. It is noted that this instrument was manufactured six (6) years ago.

Event description:
N/a.